Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. Other batteries involved: battery-(B)(4), cat #a00036-exp date: 02/29/2016. (B)(4). Other batteries involved: battery-(B)(4), cat #a00036-exp date: 02/29/2016. (B)(4). Other batteries involved: battery-(B)(4), cat #a00036-exp date: unk. (B)(4). Other batteries involved: battery-(B)(4), cat #a00036-exp date: 02/29/2016. (B)(4). Other batteries involved: battery-(B)(4), cat #a00036-exp date: 02/29/2016. (B)(4). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad nurse that this patient complained of battery switching. Vad nurse send log files and potential switching was detected in all batteries was detected by the manufacturer clinical engineer. The batteries were exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
Other batteries involved: correction: battery-(B)(4). Correction: catalog #1650de, MFR date:09/13/2015, exp. Date: 09/30/2016. (B)(4). Correction: battery-(B)(4). Correction: catalog #1650de, MFR date:09/13/2015, exp. Date: 09/30/2016. (B)(4). Battery-(B)(4). Correction: catalog #1650de, MFR date: 02/24/2015, exp. Date:02/29/2016. (B)(4). Battery-(B)(4). Correction: catalog #1650de, MFR date:02/24/2016, exp. Date:02/29/2016. (B)(4). Battery-(B)(4). Correction: catalog #1650de, MFR date:02/24/2015, exp. Date: 02/29/2016. (B)(4). Method: visual inspection. Analysis of data log(s). Interoperability evaluation. (B)(4). Results: interoperability problem. (B)(4). Conclusion: quality system deficiency. (B)(4). It was reported that the patient was experiencing power switching events. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the batteries revealed that the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the software maintenance release (smr) upgrade. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.